Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 578mg/dl. The caller stated that the battery and infusion set was changed, but the customer noted that the device had a blank display after being admitted. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The high pressure test was performed and the test failed. No further information was provided.